Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the claris image on the non-abbott monitor would flash and the calipers weren't displayed. Troubleshooting included disconnecting the feed and replacing the fiber optic and digital visual interface (dvi) cables but the issue remained. The patient was already prepared for the procedure when the case was cancelled. There were no adverse consequences to the patient.